Event description:
It was reported that the connection between harness and vamp was observed to be broken at the welding during use. No pt injuries were reported.

Manufacturer narrative:
The device was not returned for eval.